Event description:
Philips received a complaint from the customer, reporting that the v200 ventilator was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. Per good faith effort response received from the authorized service provider (asp) it was confirmed that the v200 device was not working and that there may be something wrong with the wiring. The asp did not visit the site and could not obtain an exact cause. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.